Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole and ciprofloxacin (doses, routes, durations and frequencies not reported) for peritonitis. Eleven days after the event onset, the tenckhoff catheter was removed and the patient was transferred to hemodialysis therapy. Fluconazole was ongoing and ciprofloxacin was stopped. At the time of this report, the patient was recovered. No additional information is available.